Event description:
The customer did not report a malfunction. During inspection of gastrointestinal videoscope, foreign material was found in the air/water supply and air/water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the foreign material in the asir/water supply and channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.